Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "possible problem with insulin delivery". Contact changed out the pump supplies and did not know if blood glucose was impacted.